Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the large suturecut needle driver instrument had broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The large suturecut needle driver has been returned and evaluated by the failure analysis team. Failure analysis found the primary failure of frayed grip cable at the distal end to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the grip hub. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large suturecut needle driver has been returned and evaluated by the failure analysis team. The complaint was confirmed. The instrument was analyzed and found with a frayed grip cable at the grip hub. Some bundles of cables were frayed, but the cable was not fully broken and was not loose. The instrument had 5 remaining usage out of 15. There was no evidence of discoloration or corrosion/contamination on the cables to indicate any reprocessing induced issue. The components surrounding the frayed cable did not exhibit any sharp edges or damage that would have contributed the frayed cable. A review of manufacturing history indicated no related non-conformances. It was observed that the location of the frayed cable at the grip hub aligned with when the grips were in the max yaw position. The location of the fraying suggests that the cable initially experienced some kind of damage while at the max yaw position that over time and use, resulted in the cable fraying.